Event description:
The customer reported that during a patient incident where the patient was only being monitored, the device rebooted. After the device powered on, the service indicator was illuminated and the device had logged an event code. The rebooting issue did not delay the patient monitoring for any significant amount of time. There was no report of any adverse effect caused to the patient as a result of the reported failure. The event code which the device logged is considered a critical event code which affects the AED functionality of the device.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to an electrically leaky capacitor, designator c160.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.